Event description:
It was reported that a peritoneal dialysis (pd) patient experienced bacterial peritonitis. The peritonitis was manifested by not feeling well, tachycardia, fever of 102 degrees, and weakness. The cause of peritonitis was unknown. The patient was hospitalized for the event. The patient was treated with unknown oral antibiotics (dose, and frequency were unknown), intraperitoneal (ip) vancomycin (dose and frequency not reported), ip and intravenous (IV) cefazolin (dose and frequency not reported) and gentamycin (dose and frequency not reported) for peritonitis. At the time of this report, the patient was recovering from the peritonitis event. The patient had not been retrained on aseptic technique. Pd therapy was ongoing. Additional information was not available. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).